Event description:
It was reported that the patient was not getting enough relief despite reprogramming. No device malfunction was suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted lead was not returned due to hospital protocol.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.